Event description:
The patient underwent cardiac catheterization. Initial test results revealed that the patient¿s pulmonary artery (pa) systolic pressure was 57 mmhg, pulmonary artery (pa) diastolic pressure was 30 mmhg, pulmonary artery wedge pressure (pcw) was 30 mmhg, and cardiac output (co) was 3.5 l/minm. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported the patient was admitted to the hospital on (B)(6) 2021 for left cardiac failure. A cardiac catheterization was performed. Initial test results revealed that the patient¿s pulmonary artery (pa) systolic pressure was 57 mmhg, pulmonary artery (pa) diastolic pressure was 30 mmhg, pulmonary artery wedge pressure (pcw) was 30 mmhg, and cardiac output (co) was 3.5 l/min. The patient was discharged on (B)(6) 2021. It was reported that the treating doctor was contacted several times and seen in person in (B)(6) 2021 to obtain additional information regarding the (B)(6) 2021 admission; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to left cardiac failure.